Manufacturer narrative:
One 12tlw806f fogarty catheter was returned for examination. The reported event of deflation issue could not be confirmed. The balloon could not be inflated since the inflation lumen was found occluded at approximately 30 cm from the distal tip by unknown clear material. It should be noted that the IFU states "use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded". The balloon and windings appeared to be in good condition. The through lumen was found to be patent and did not leak. No visible damage was noticed in the catheter body. The unknown clear material was sent to chemistry for further analysis. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. A supplemental will be forthcoming with the chemistry results once received. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Chemistry analysis testing found that the unknown particle found in catheter lumen could not be identified since it was not able to be isolated and transferred to the instrument for analysis. Therefore, the test result is inconclusive.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that prior to use, the balloon on a fogarty thru-lumen embolectomy catheter could not be deflated when tested. There was no allegation of patient injury. Patient demographics were unknown.